Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post procedure. It was reported that 15 days post an uneventful right common carotid artery stenting procedure, the patient presented to the emergency room with a sudden onset of left-sided weakness of the face, arm and leg. This was diagnosed as a transient subacute stroke and treated with heparin and physical and occupational therapy. During the hospital stay, the patient developed sick sinus syndrome. Twenty one days post procedure, the patient had a pacemaker placed. Twenty eight days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there is no add'l info available. Choice study event.

Manufacturer narrative:
The stent remains in the patient. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.